Event description:
Central line inserted into right internal jugular vein on (B)(6) 2014 at 1041 by the master np on (B)(6) 2014 at 1700 identified the central line was leaking from the actual line. Upon insertion, the line itself was cracked. Removed this line and replaced it.